Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the device didn't work and didn't help their symptoms within the last 6 months. The patient stated they were told to talk to their doctor and said it wasn't going to work. The patient reported that they went to a different doctor and the nurse adjusted them and they got some results for about 4 days. The patient noted that they had not rescheduled an appointment to go back to the doctor. The patient noted that they had tried all 4 programs and been reprogrammed. The patient stated that they were going to go back to the setting they were on when they got the results for 4 days, and going to call the doctor and get an appointment and suggest having a representative at the appointment. It was reviewed that the patient should increase stimulation until it was a little uncomfortable and then back off to comfortable, and stay there for a couple of days. The patient stated that they had not followed that process in the past. The patient¿s symptoms were urinating all over the bed. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient never had therapeutic effect since the most recent implant on (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was noted that the patient had ¿basically all the same symptoms¿ and the implantable neurostimulator (ins) was moved to his leftsided at the implant and he had no change in symptoms. The reporter stated that the ins was functioning and ¿causing¿ stimulation but there was no change in symptoms. It was reported that the patient had changed programs once and the doctor and manufacturer representative had not called him back. The patient wanted to change programs. It was noted that stimulation was on, at program 2, and at 1.3 volts. Stimulation was increased from 1.3 volts to 2.3 volts and at 1.4 volts the patient said he felt it and jumped but said he didn't feel it. At 1.5 volts the patient jumped again and said he just barely felt it. It was noted that it was thought that the patient was ¿just jumping in anticipation.¿ at 1.6 and 1.7 the patient felt a little bit, ¿not uncomfortable but approaching,¿ and he wanted it turned up just a little bit until he said to stop. Stimulation was turned up to 2.3 volts. It was noted that the patient had dementia. It was reported that the patient initially thought his voltage was set at ¿2-something¿ and after synching found it was initially set at 1.3 volts. It was later reported, on 2014-10-20, that the patient remembered reading through some information regarding possible side effects. The patient was sure he read that the device could affect bowel movement. This was one of the patient's major problems. This had been ongoing since implant. Even though he has had device adjusted several times, the patient was still basically having the same problems. This had been ongoing since implant. The patient stated he already knows how to increase/decrease his stimulation. The patient keeps increasing stimulation until it is uncomfortable and then he stops. Patient services asked if the patient had also changed programs. The patient was not sure. The patient stated his stimulation is set at 3.2. The patient thinks he is on program 2. The patient asked would the next step be to try program 3. The patient planned to follow up with hcp (healthcare provider). Additional information received on 2015-06-05 reported the patient still had bowel ¿issues¿ and they were going to see a separate bowel doctor. Additional information received from the consumer on 2016-03-15 reported that the patient was not dissatisfied, but yet they were not satisfied with their device. The patient still had to use a couple of pads a day and couldn't sleep at night without using pads. Last night the patient had to use 2 pads on their mattress. The patient worked really hard with their health care provider (hcp) for a long time to get the device to work for them. They had gone through all the programming, but none of it was working. The hcp did not know what else to try at this point. The patient didn't want to give up on the device yet and wanted to know what else could be done. The patient did not believe 50 percent reduction in symptoms was that great. Additional information was received on (B)(6) 2017. It was reported that within the last month the patient¿s healthcare provider had turned stimulation up and it was uncomfortable; it was up to 5.6 or something. It was noted that the patient had turned stimulation down 2-3 times on their own to a comfortable level. They stated that at the higher level therapy worked a little, but they were still using pads 2-3 times on the bed. When they turn stimulation down, the therapy didn't work as well; ¿there is no change.¿ however, they noted that there were times periodically where the therapy worked better for about 4 days at a time, randomly. Troubleshooting included the patient changing from program 1 at 4.7v to program 2 at 1.9v, and then increasing stimulation to 2.5v. It was noted that this was the highest comfortable setting; the patient reacted when it was 1v higher. It was recommended that the patient follow up with their healthcare provider to discuss programming. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was still experiencing the same issues as previously reported. The patient was redirected to their health care provider for trying a different program as well as possible adjustments to programming. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3037, (B)(4), product type: programmer, patient product ID: 3889-28, lot# va0g4qu, implanted: (B)(6) 2014, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient followed-up with their hcp and the hcp was at a loss of what to do to help the patient.